Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4: serial number was not provided by the end user. Block h4:â dateâ ofâ deviceâ manufacture was unavailable at timeâ ofâ MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit was replaced and case resumed. There was no patient injury.